Event description:
It was reported the device became stuck on guidewire. A 2.4 mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa) to treat a 90% stenosed, severely calcified, and mildly tortuous occlusion in the superficial femoral artery (sfa). Two non-bsc guidewires were used in combination with the first 2.4 mm jetstream xc catheter. During the procedure, the first 2.4 mm jetstream xc catheter activated as expected and stopped working after 3 minutes of use. A grd2 error message was displayed. The 2.4 mm jetstream xc catheter and guidewire had to be removed together as one unit. A second 2.4 mm jetstream xc catheter was selected for use in combination with two non-bsc guidewires, however, the second 2.4 mm jetstream xc catheter stopped working after 8 minutes. A grd2 error message displayed after the second 2.4 mm jetstream xc catheter stopped working. The second 2.4 mm jetstream xc catheter became stuck on the non-bsc guidewire and removed successfully. The procedure was completed via a percutaneous transluminal angioplasty procedure. There were no patient complications as a result of this event.

Event description:
It was reported the device became stuck on guidewire. A 2.4 mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa) to treat a 90% stenosed, severely calcified, and mildly tortuous occlusion in the superficial femoral artery (sfa). Two non-bsc guidewires were used in combination with the first 2.4 mm jetstream xc catheter. During the procedure, the first 2.4 mm jetstream xc catheter activated as expected and stopped working after 3 minutes of use. A grd2 error message was displayed. The 2.4 mm jetstream xc catheter and guidewire had to be removed together as one unit. A second 2.4 mm jetstream xc catheter was selected for use in combination with two non-bsc guidewires, however, the second 2.4 mm jetstream xc catheter stopped working after 8 minutes. A grd2 error message displayed after the second 2.4 mm jetstream xc catheter stopped working. The second 2.4 mm jetstream xc catheter became stuck on the non-bsc guidewire and removed successfully. The procedure was completed via a percutaneous transluminal angioplasty procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
H11: device evaluation by manufacturer: the returned device is a jetstream atherectomy catheter with a .014-inch filter guidewire stuck inside. The device was visually and microscopically examined for any damage. Visual examination and microscopic examination revealed no damages. Inspection of the remainder of the device revealed no damage or irregularities. Product analysis confirmed the device is stuck on a guidewire.